Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. The instrument loaded, clamped, yet would not cycle due to the sheared firing rack teeth damage. It was reported that the device was difficult to load. The reported issue could not be confirmed. The most likely root cause could not be established from the information available. The product analysis detected an additional condition that was not related to the reported issue: sheared teeth on the firing rack. The product analysis noted evidence that the device was not used as intended. This issue can occur by firing over tissue that is beyond the recommended thickness range, firing with an obstacle incorporated in the jaws, or by attempting to fire a reload that is in interlock. In each circumstance, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, staples may not form properly, and tissue may not be fully transected. The manufacturing records for each device are also thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: preoperative radiotherapy may result in changes to tissue. These changes may, for example, cause the tissue thickness to exceed the indicated range thickness for the staple size. Careful consideration should be given to any pre-surgical treatment the patient may have undergone and in corresponding selection of staple size. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic colectomy, the loading unit could not be loaded properly. Another handle was used to resolve the issue. There was no patient injury.